Event description:
Complainant alleged that during functional testing, the device displayed a "bv detected user interface issue" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
The device was not returned for evaluation. Instead, photographs and log files were provided to review. The customer's report was observed in the logs and attributed to the main board. The customer has been advised to proceed with replacement of the main board to resolve the report. G1: contact information was updated.